Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed via log file analysis. The log file captured driveline power fault alarm that was associated with a power b broken fault code. The alarm became active on (B)(6) 2023 and the system was unaffected. The returned modular cable (lot # 7436999) was tested together with laboratory test equipment and no functional issue was identified. The modular cable was tested to evaluate the integrity of its wires, which passed all electrical measurements. The modular cable was tested together with the returned system controller (serial # (B)(6)) and, while manipulating the entire length of the wires, the driveline power fault alarm could not be reproduced. A root cause of the driveline power fault alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with driveline power fault alarms. The alarm was able to be cleared using the system monitor. The event log displayed driveline power faults from 10:19 am thru 12:07 pm. It appeared to clear at around 12:13 pm as mentioned. There were no other unusual events seen within the log files and the device operated as expected. The controller and modular cable was exchange which resolved the alarms. No further alarms have occurred. Related MFR: 2916596-2023-01910.